Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the drive support cap was sticking out. Customer blood glucose reading was 350 mg/dl. Troubleshooting was performed. Infusion set was changed on (B)(6) 2017. Insulin pump will be returning for analysis.

Manufacturer narrative:
Insulin pump was received with detached end cap, cracked reservoir tube lip, cracked battery tube threads, scratched keypad overlay and minor scratched lcd window. Unable to perform the displacement, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test due to detached end cap.